Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The evaluation of the provided logs confirms the reported failure. Our field service engineer investigated the ventilator on site and solved the issue by replacing the pressure transducer. The replaced part was sent for further investigation. Simulated use testing of the returned pressure transducer pcb failed the pre-use check with internal leakage test, pressure transducer test, safety valve test, flow transducer test and patient circuit test. During ventilation, safety valve, paw high, expiratory minute volume: low and peep were activated. Further investigation showed a major drift in the zero pressure at pin 8, imbalanced wheatstone bridge. Similar investigations have shown detergent in the sensor. The detergent are applied in a way so it contaminate the sensors inside the equipment. The root cause concluded to be due to excessive and wrongly performed cleaning during the global pandemic covid-19. Cleaning methods described in manuals was most likely overridden by the extraordinary situation (pandemic). A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.